Event description:
The reporter called and alleged discrepant results when compared to a lab for three patients. The reported device results were 6.6, 6.2, 6.2, 4.3, 4.1, 3.6, 3.1, 2.2 and 2.6 inr. The corresponding lab results reported were 4.2, 3.8, 2.7, 3.2, 4.3, 4.0, 3.4, 2.2 and 2.6 inr.